Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 160 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy and declined further follow up from tandem technical support.